Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were reviewed by a health care professional and they indicated periprosthetic fracture of the proximal left femur. Possible small amount of osteolysis as noted. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019- 04814.

Event description:
It was reported by the 411 group that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant identification of a cup and stem. Attempts have been made and additional information on the reported event is unavailable at this time.